Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. Additionally, the dso seal was found to be degraded and the air detector was dented. The battery door, air detector and dso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the device has a crack in the battery compartment. Issue was found during testing. There was no patient involvement.